Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 595 mg/dl. Customer also reported that, the type of moisture exposure was insulin leak into the compartment. Performed a self test which did not pass. Customer treated high blood glucose with the manual injection and declined troubleshooting for it. The device is expected to be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the full functional test including the displacement test, rewind, prime test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Device received with no moisture damage noted electronics assembly, motor, vibrator motor or battery tube assembly.